Event description:
Per st jude medical, the pacemaker and the lv lead were replaced with their devices. Per the explanting physician's office, the physician chose to replace this system with a st jude system when the pt was referred to him for an lv lead revision. There are no known complaints associated with the functionality of this device. This lead was retained by the hospital. Should add'l info become available, this file will be updated.